Event description:
As reported, a 5f mynx control vascular closure device (vcd) encountered resistance while being advanced through the sheath. The operator attempted to address the issue by retracting the delivery shaft slightly and then attempting to advance it again. However, resistance persisted and the device was removed. Hemostasis was achieved using another unknown mynx device. The patient recovered with no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic peripheral procedure with a retrograde approach. The device was stored and prepared according to the instructions for use. A non-cordis sheath was used. Angiography verified femoral artery suitability, including vascular sheath introducer insertion angle (30-45), and the vessel diameter was confirmed to be greater than or equal to 5 mm. Vessel tortuosity at the puncture femoral site was little, with no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal, there was no visible bend or damage to the distal end of the balloon shaft after removal, no excess force was applied during insertion the deployer is mynx certified. The device will be returned for evaluation. Addendum: pe findings show the sealant exposed.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.